Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 accessory pack dissector was difficult to view through scope for harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 accessory pack bullet dissector was difficult to view through scope for harvesting. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).